Manufacturer narrative:
A full analysis of the data logs has been performed, this analysis concluded that the rms error of the leksell frame registration was over the specification limit of 1 mm because a marker of the frame was confused with a point of the protection glasses. This is a known anomaly.

Event description:
The surgeon imported the CT with leksell frame and localizer. CT was merged successfully with MRI. Frame registration in image was started. After selecting the initial 9 points, the propagation was started. The automatic detection jumped on the frontal localizer onto a eye protection glass, which the patient wears during the acquisition of the image. The registration error was 1,38 mm. Starting the automatic detection on a different slices did not help. This was not accepted. The surgeon skipped the frame detection on the full CT and loaded the CT only partly, merged it with the full CT and did the frame registration on the partly CT. Frame registration gave an error of 0,48 mm, which was excepted. Final accuracy on intra-op merged x-rays was good. The decision to go for partly imported CT took about 15 minutes as delay. Patient in local anesthesia.